Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (bg) over 325 mg/dl on multiple occasions. Customer stated they believe elevated bg's are due to their basal rate needing to be adjusted. Tandem technical support guided the customer through adjusting their basal rate settings. Customer delivered a bolus to stabilize blood glucose levels.